Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had alarmed compromised force sensor system. The customer¿s blood glucose was unknown at the time of incident. The customer reported that they received no delivery alarm and insulin squirts during fill tubing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or a33 alarm noted during testing. (B)(4).